Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned on the same system as the system was functional but with slower movements. The philips field service engineer (fse) visited system onsite and confirmed that the system's c arm was unable to perform angulation movements. Upon troubleshooting, the fse found that the geometry control knob was failing. To resolve the issue, the fse replaced the defective geo module and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system as the system was functional with slower movements, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform angulation movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.